Event description:
It was reported to philips that the device advised no shock when the customer thought shock was needed. The report indicated the patient involved did not experience harm or adverse impact. The fse reported.